Event description:
Facility reported an internal blood leak (39 uses). There was a blood leak alarm on the machine and unable to reset the alarm. Estimated blood loss was 150cc. No pt ill effect. No medical intervention . MDR filed on blood loss. The sample is available for examination.